Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid in drain bag. The cause of the event and action taken with pd therapy were not reported. It was reported the patient went to the hospital; however, it was not reported if the patient was admitted for the event. The patient was treated with unspecified antibiotics for the event. At the time of this report, the patient outcome was reported as ongoing. No additional information is available.